Event description:
The user facility reported that "during the surgical procedure, the padget has gone out of order." The patient was injured. Indeed, the dysfunction has caused gashes. The patient needed suture clips." Requested additional information.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.